Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). For evaluation. The evaluation confirmed that the ptfe pad was severely worn. The ptfe pad fragment which fell off was not returned. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). There was a possibility that the ptfe pad fell off since the ptfe pad was peeled and after that the ptfe pad received the load. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during a hepatectomy. The ptfe pad of the device was separated and fell off inside the patient. The fragment of the ptfe pad was retrieved from the patient body. The procedure was completed with another thunderbeat device. There was no patient harm reported.